Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zmb00, was performed from the right eye of a female patient. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation, the optical measurement performed at final inspection, and the cosmetic inspection performed at final inspection. The results showed that all dimensions were within specification, the lens was within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.